Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the patient was receiving "hd mtx." The mtx bags contained 3320ml of volume. However, the max volume that can be programmed to the pump was 3000ml. The nurse has to program the pump with 3000ml, pause the pump, and then go back in and adjust the rate, because the pump will not correctly calculate it due to the incorrect volume. Then the nurse also had to add more volume to the pump once enough volume has been infused to the patient. For example, the clinicians reportedly had to change the rate from "255 to 275," and then had to add in 200ml more to the volume. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.